Event description:
Fire department personnel attempted to use the device in the AED mode to analyze the ECG rhythm of a patient diagnosed in cardiac arrest. The device displayed a continuous motion alarm each time an automated ECG analysis was attempted and inhibited the device from completing an analysis. CPR was administered to the patient and the patient was transported to the hospital. The patient was not resuscitated.

Manufacturer narrative:
Medtronic continues to investigate the reported event.